Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The customer repaired this device. There was no on-site evaluation from the manufacturer. The customer reported that the cv2 and cv3 were replaced to address and correct this reported event. Provided customer parts identification to replace the blower shroud, and card cage. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer reported a ventilator that failed circuit leak test during an extended self-test and the foam inside the unit is crumbling. There was no patient involvement.